Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
The patient's mother contacted dexcom technical support on (B)(6) 2013 and reported that on the date of the report, that the sensor was inserted and bleeding occurred. The patient's mother reports that the sensor was removed prior to application of the transmitter and the sensor wire remained in her son's body. Removing the sensor without application of the transmitter is against recommendations in the user's guide. The sensor wire was removed by the patient's mother and a small raised bump remained on the skin. No medical intervention was required. The patient's mother reported her son was in fine condition at the time of the report.